Manufacturer narrative:
To date no medical records provided. The information provided indicates that post implant of the perfix plug the patient underwent an additional surgery to "repair the hernia defect and remove it." At this time it is unclear if any mesh was excised during the repair procedure as it is unclear what the word "it" is referring to. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post operative patient complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. No conclusions can be made. As reported the patient had a complex medical/surgical history. Approximately six years post perfix plug (device #1) implant for an inguinal hernia, the patient was treated for umbilical hernia and bowel obstruction during which it was noted that there were adhesions, and bowel stuck to the previously placed mesh. It was noted that the bowel was taken down from the mesh, however, there is no indication of any of the perfix plug mesh being explanted during this procedure. Approximately, three years later, the patient was treated for an incisional hernia, with intra-abdominal adhesions, including adhesions to the mesh, during which the perfix plug was partially explanted. The incisional hernia was repaired with a piece of phasix mesh (device #2). Post-surgical complications were noted included mrsa, however no mention of mesh was noted during the treatment of these complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an inguinal hernia. A perfix plug device was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and "remove it". The attorney alleges the patient was severely and permanently injured, experienced pain, additional surgical procedure and disability. Addendum per additional information: (B)(6) 2009 - patient underwent open right inguinal hernia repair surgery with the implant of perfix plug (device #1) after CT scan showed evidence of inguinal hernia. Per operative notes: the hernia was an indirect hernia. A pre-tailored perfix plug, device #1 was placed over the top and fixed in place with interrupted prolene sutures, and a pre-tailored mesh was placed over the posterior wall of the inguinal canal and also fixed in place. (B)(6) 2015 - patient was diagnosed with a small bowel obstruction underwent an incarcerated hernia and small-bowel obstruction repair. CT scan showed a small umbilical hernia that had a loop of bowel twisted in it with some inflammation, but that was the only area of concern. Per operative notes, "the previous laparoscopic hernia mesh had loops of bowel stuck to it, but there were no gross perforations or ischemic areas of bowel. Adhesions were lysed and the left colon was taken down and transverse colon of the mesh. We then fixed the hernia with this suture." (B)(6) 2018 - patient underwent a recurrent incisional hernia repair and removal of prior perfix plug (device #1). Per operative notes, "we then began entering into our hernia sac and began lysing adhesions. It was noted that there was a prior old piece of perfix plug (device #1) from his previous hernia repair. The surgeon entered in through this to the defect and lysed multiple adhesions of small bowel to the abdominal wall and to this previous mesh before resecting any of the hernia sac, and any of the prior ratty mesh, which could be removed." The rest of the mesh was fairly incorporated into the fascia and this part of the mesh was not removed. The hernia defect was repaired using overlay mesh with a cut to size piece of phasix mesh (device #2). (B)(6) 2018 - patient was diagnosed with necrotic tissue and a little wound drainage which a wound culture confirmed was methicillin-resistant staphylococcus aureus (mrsa). The patient was taken to the operating room and had a debridement of the wound and drainage of the fluid collection. Attorney alleges that the patient experienced adhesions, pain, seroma, and others like mesh exposure, ecchymosis, swelling.

Manufacturer narrative:
To date no medical records provided. The information provided indicates that post implant of the perfix plug the patient underwent an additional surgery to "repair the hernia defect and remove it." At this time it is unclear if any mesh was excised during the repair procedure as it is unclear what the word "it" is referring to. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post operative patient complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an inguinal hernia. A perfix plug device was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and "remove it". The attorney alleges the patient was severely and permanently injured, experienced pain, additional surgical procedure and disability.